Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 1, 258 mg/dl and 111 mg/dl 2. 244 mg/dl and 110 mg/dl 3. 226 mg/dl and 105 mg/dl sets of readings were taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.